Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, automatic blackout screen was caused by a faulty circuit (g1) board. The cause of the defective g1 board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the reported problem, automatic blackout screen was attributed to a defective circuit (g1) board. No issue was found with the power. Additionally, the lcd screen was slightly scratched. Dust, black dots and a flare were observed inside the screen display. The device has not been repaired in the past year. The cause of the defective g1 board is unknown, however, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (osh) field service engineer was informed that the olympus asset/loaner, high-definition liquid crystal display (lcd) monitor, will be returned for repair for a reported image problem, ¿the screen automatically blacked out after running for three minutes¿. No patient or procedure was involved.